Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; risk factors and treatment outcomes for stent graft infection after endovascular aortic aneurysm repair kota shukuzawa, md, takao ohki, md, phd, koji maeda, md, phd, and yuji kanaoka, md, phd journal of vascular surgery doi: https://doi.org/10.1016/j.jvs.2018.10.062. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for endovascular repair of an abdominal aortic aneurysm. It was reported that approximately 35 months after the index procedure, the patient had a secondary intervention to treat a type ia endoleak and aneurysm rupture. A type ii endoleak with aneurysm enlargement was also noted. An additional stent graft was implanted as treatment. Approximately 6 months after the secondary intervention, the patient presented with hematemesis, and a stent graft infection was diagnosed. It was noted on CT that there was discontinuity of the aneurysm wall, and stranding of periaortic soft tissue. The patient was treated with an anti-microbial agent. Aneurysmorrhaphy, omentum patching, and partial resection of small bowel was also carried out. No additional clinical sequelae were reported and the patient is fine.